Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred and retrieval difficulty was encountered. The target lesion was located in the proximal circumflex artery. A 2.25 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged in the ostial circumflex and it was unable to be retrieved. The patient was sent for bypass surgery. No further patient complications nor injuries were reported.